Event description:
It was reported that a while after placing the device, it was found to be leaking.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies nor other workmanship defect were detected. Functional testing performed - water passed through the whole product until the catheter extreme as intended and no leaks were detected. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.